Event description:
While investigating a (B)(6) male patient's electrode belt for an unrelated issue, a reportable problem was discovered. The patient's electrode belt failed a hi-pot and fall-off test. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt failed a hi-pot and fall-off test. The cause for the failure was isolated to shorts on pin 14 of processor u708, pin 2 of processor u701, and pin 38 of processor u713 on the distribution node pca board. The root cause for the shorted pins could not be positively identified. No adverse event resulted from pin shorts on the distribution node pca board. The patient received a replacement electrode belt.